Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the specific root cause of why the foreign material remained in the device. However, it is possible that the foreign material may not have been removed because reprocessing could not be conducted properly due to the leakage from the scope cover and switch. The suggested event can be detected and prevented by handling the device in accordance with the instructions for use (IFU): -states the detection method in gif-ez1500 operation manual chapter 3 preparation and inspection -states the preventative measures in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the device evaluation, the following findings were revealed: air/water tube and cylinder had foreign objects; leak at scope cover and switch; adhesive peeling on bending section cover; wear of bending angle wire; plastic distal end cover had a chip; and screw stopper had a stain. In addition, it was noted that the plug unit had a scratch; objective lens had a chip; connecting tub had a scratch; and cut on heat shrinking tube of forceps elevator lever. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had insufficient angulation, adjust cable pulls. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: whitish foreign material was found inside the air/water tube and cylinder, which was attributed to inadequate cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.